Event description:
Patient was revised to address loosening of the asr cup. X-rays of the cup looked within acceptable limits; however, when the surgeon removed the cup, no ingrowth was noted on the cup. Update 01/24/2012 - litigation papers received. Complaint was reopened to add the femoral head due to lawsuit mentioning risk of excessive levels of metal ions.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.